Event description:
According to the description from the hospital, the ventilator was connected to a patient when it stopped after working for about one hour. It was removed. The hospital biomed found no fault with the ventilator. The biomed performed a 1000-hour service and put the ventilator back in service. The ventilator however stopped again on another patient. According to the hospital no alarms were generated in both cases. There was no patient injury reported.